Event description:
Philips received a complaint on the defibrillator indicating that the device promoted ¿treatment was disabled¿ during bootup. There was no patient involvement.

Manufacturer narrative:
(B)(6).